Event description:
There was a report of high impedance, x-rays were taken. Review of the x-rays confirmed lead fracture. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.